Event description:
A remstar autoa-flex device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam was replaced to address the issue. Additionally, the service technician noted an error code present. The device was scrapped by the service center after the evaluation was completed.